Event description:
It was reported the patient was not able to adjust stimulation. It was reported their programmer (pp) was showing a "call your doctor" icon and a oor condition. It was reported the patient had seen the oor screen one time before and saw it again yesterday, 3-4 times. It was reported they were able to clear the screen and use the pp.

Manufacturer narrative:
Concomitant products: product ID 377745, lot # v001114, implanted: (B)(6) 2006, product type lead; product ID 377745, lot # v001114, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 377760, lot # j0546749v, implanted: (B)(6) 2005, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).